Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. This ra lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received and indicated that a small amount of noise was observed on the ra lead but was not sensed and could be related to breathing. Furthermore, there was no lead dislodgement, and the patient condition was fine. The cause of high pacing threshold was undetermined.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. This ra lead was explanted and replaced. No additional adverse patient effects were reported.